Manufacturer narrative:
This report is submitted on 24 june 2020.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with device use. Subsequently the device was explanted on (B)(6) 2020. It is unknown if the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 22, 2020. Attachment: [01607 device analysis report.pdf].